Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The event of the missing locking wire could not be confirmed. The damage observed on the returned device indicates the component was at least partially locked into a tibial baseplate and required use of a sharp tool to remove. While removing the insert using a sharp prying tool, the surgeon likely dislodged the locking wire from the insert confirming that the wire was present at some point. Damage to the distal surface of the insert suggests the surgeon may have attempted to remove the insert wire after it would not seat fully, due to entrapped debris. There is no indication at this time that the locking wire was missing out of the box as the surgeon attempted to implant the device. There is no indication that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It is reported from originator that after the final insert impaction, the surgeon felt that the locking wasn't tight enough to compare to normal cases. And it is said that since rocky motion was sensed he pulled out the insert with osteotome and found out that the locking wire was not there from the beginning.

Event description:
It is reported from originator that after the final insert impaction, the surgeon felt that the locking wasn't tight enough to compare to normal cases. And it is said that since rocky motion was sensed he pulled out the insert with osteotome and found out that the locking wire was not there from the beginning.